Event description:
It was reported that the implantable cardiac monitor (icm) implant site had an adhesion issue and migrated out of the patient. The patient had noted a bulging at the implant site for a couple of days prior to the device falling out onto the floor. The icm was replaced in a new location and two layers of dermabond was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.